Event description:
Had the essure put in (B)(6) 2013, since then I have had problems with anxiety, depression, migraines 3 or more times a week, pain in my side, and itching of the skin. On (B)(6) 2014 had to have a tubulization because one tube was still open. (B)(6) 2015, had my tubes/essure removed. Pre op appointment, I found out some info that got me wondering why the essure was even put on the market. One the paper on my hbg test states that the right micro insert was normal. The left micro insert is medial to the feet of the tube and outside of endometrial cavity with the distal portion partially overlying the left uterine cornu. My xray showed that one of them was not even in my tube. It was in my uterine wall and the other was poling through. Since my surgery. I feel 100% better. I have not had a migraine since my surgery. I have copies of all my records and pictures from all this.